Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to device info and device labeling: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Physician reports left side "intra-capsular rupture". The device has been explanted.